Event description:
During an idiopathic ventricular tachycardia procedure it was reported when ablating near the left ventricle apex, the physician stated he heard a steam pop. Ablation was terminated and the patient's blood pressure dropped. Transthoracic echo confirmed cardiac tamponade. Pericardiocentesis was performed on the patient. Cardiothoracic surgery was performed on the patient to repair the hole in the left ventricle. The patient was transfer to the operating room. Additional information provided stated the physician stated that patient's anatomy of thin left ventricle apex might contribute to the cardiac perforation/tamponade. A pericardiocentesis was performed and the heparin was reversed. The centesis was not adequate to restore the blood pressure so emergency surgery was performed in the ep lab to repair the hole in the left ventricle apex. Patient's updated status stable and out of the ICU.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Webster 4 pole, model #: d-1086-721-s, lot#: 15770481m. (B)(4).